Event description:
On 7/28/83 the ipp device was implanted. On 12/9/86 the cylinders were revised. On 6/10/97 the cylinders and pump were removed from the pt and an ambicor device was implanted due to fluid loss. Reservoir of previous prosthesis was left in place.